Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged while priming it. This occurred once each in lots 2137651 and an unspecified lot. The following information was provided by the initial reporter: "needle clog during priming. Consumer does not re-use."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged while priming it. This occurred once each in lots 2137651 and an unspecified lot. The following information was provided by the initial reporter: "needle clog during priming. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2137651, medical device expiration date: 31-may-2027 ,device manufacture date: 17-may-2022, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.